Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see associated report(s): 0001822565 - 2018 - 02221. Report source: foreign. The event occurred in (B)(6). Customer has indicated the device(s) are in process of being returned for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that a discrepancy in the stability of the final construct vs. The trial construct during range of motion was identified. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.